Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo 12.1 implantable collamer lens of -9.50/1.5/114 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2023. On (B)(6)2024, the lens was exchanged for a longer length lens due to low vault. The exchange resolved the problem. Cause reported as unknown.